Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. Pump drug information was not reported. It was reported that the patient was trying to bolus and their handset lagged at 90% for about 5-6 minutes. The patient did boluses 4 times per day. The patient also reported that she had to charge the handset more than once per day. The patient was transferred to healthcare information technology (hcit) services. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.